Event description:
Lateral hip pain and possible loose femoral component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding femoral loosening involving an omnifit eon 127 was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specification. Complaint history review: there have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
Lateral hip pain and possible loose femoral component.